Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reports that the up button on the side of his pump is not working. Button clicks but does not work at all. The rubber component has a small tear at the side of the button. No adverse event alleged. A request was made for the return of the device.